Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-2386-11 quadpro¿ harvester, batch 21r08, was received for evaluation. Visual investigation noted nicked cutting edges and surface damage on the device. The most likely cause of the reported failure can be attributed to misuse/mishandling, such as: inadequate graft tensioning, misalignment of the harvester and plunger, or off-axis actuation leading to an incomplete cut. Additionally, this is a single-use device with a manufacturing date of december 2021. Therefore, a potential of misuse is that the device may have been re-used in the field beyond its intended single-use design. The complaint allegation is confirmed. See attached images for reference.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/13/2025, it was reported by a sales representative via (B)(4) that an ar-2386-11 quadpro harvester plunger would not cut the graft. This was discovered during the case. Another device was used to complete the case with no patient harm.